Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the single use blade into a test smart cable, connected them both to a test monitor and powered the device on. The image quality was good, the led's were functioning and the device passed all tests without incident. They also plugged a test single-use blade into the customer's smart cable, plugged the smart cable into the customer's monitor and the video image was normal. The smart cable was twisted and bent looking for a short, but the image remained constant. The single use blade was scrapped and the monitor and smart cable were returned to the customer.

Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope® avl monitor; catalog: 0570-0314; sn: (B)(4). Additional part used: packaged, glidescope, smart cable; catalog: sc152322; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, smart cable, and lopro s4, there was a report that the unit is flickering. No back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.